Event description:
Suergeon did an I&d on patient's left hip.

Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown uhr45 head. Additionally, an unknown +10 c-taper 26 head was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report.